Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, the device failed the step during testing. The device was recalibrated to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.